Event description:
Customer reported the rj11 connector to the sensor is bent which is not allowing the sensor to plug into the alarm. The customer reported this was discovered during set up but did not provide the date when found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the rj11 connector clip is flat which does not keep the connector secure in the receptacle on the alarm. When the rj11 clip is manually held in place, the sensor works as expected. Note: instructions for use has a warning statement: never jerk or pull on sensor cord to remove rj11 plug. Doing so will damage the cord or plug and may cause sensor to fail. Always use plastic tab to release plug. (B)(4).